Event description:
New information received notes that lead dislodgment was the cause for the increased capture threshold. The lead was explanted and replaced. The patient was in normal condition following the procedure.

Event description:
It was reported that the right ventricular lead exhibited a continuous increase in capture threshold. The lead remains implanted. There were no adverse consequences to the patient.